Event description:
The company was informed that the patient reportedly experienced sudden loss of lock between the internal device and the external equipment. Troubleshooting the external equipment confirmed the loss of lock condition. Surgery was performed to explant the patient's device.